Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, into a previously implanted medtronic surgical valve, a post-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic balloon due to a high gradient, with a mean average gradient greater than 20 mmhg. During the bav, the balloon moved which dislodged the valve. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.